Event description:
The surgeon attempted to implant an aq5010v silicone lens, but the injector overrode the lens and bent the haptic. There was no pt contact or injury. An msi-tm injector and an aq2.8s cartridge were used but the lot numbers were not provided by the facility.